Event description:
The reporter stated the surgeon inserted and removed an aq2015a silicone aspheric three piece lens. The lens cracked on insertion. The lens was removed with no widen incision and no sutures required. The reporter stated the lens cracked due to not enough viscoelastic used.

Manufacturer narrative:
(B) (4). (B) (4).